Event description:
A malfunction alarm was reported on a pump during active insulin delivery, with the cartridge alarm recurring even after attempting to load a new cartridge using the proper technique. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer by arranging to replace the malfunctioning pump under warranty. The customer was informed to use an alternate form of insulin therapy and instructed on how to return the defective pump.